Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one ultra powered handle, one adapter standard, and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device by both pmv and engineering. The investigation was able to replicate the reported condition of light not working. The eeprom (electrically erasable programmable read only memory) record of the incident was overwritten but, through experience with similar failures, it is expected that several motor-related failure codes would be seen. Visual examination showed excessive mismatch on the front handle which can lead to fluid ingress into the handle. Also, inconsistencies in the bldc (brushless direct current) board coating were noted, which makes the board susceptible to the effects of moisture and can lead to intermittent failure as described by the account. A product improvement has been implemented to prevent this failure from reoccurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter during the third firing of a wedge resection, the powered handle and reload could not be fired at all. The surgeon stopped using the device and switched to a manual handle and reload to complete the case with no problems. It was also reported that the patient is doing well and did not experience and adverse event as a result of the device malfunction.